Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for ventricular tachycardia and ICD shocks on (B)(6) 2019. Patient had remained in the hospital with continued refractory ventricular tachycardia. The patient was having low flows with no low flow alarms, low pi¿s, elevated right ventricular filling pressures on rhc. Treated with procainamide 1 mg/min infusion. The pump set speed is 9800 rpm, the low set limit is 8000 rpm. Per our conversation, the controller did not record any low flow alarms. During the analysis of the event log, there was 240 pi events observed occurring on (B)(6) 2019 ~5:29:11 am to ~8:15:04 am. All pi events will cause the hm2 vad speed to drop to its low speed limit, which is currently set at 8000 rpm. When the controller detects a pi event, it captures the pump parameters at that point in time. Please keep in mind that not all pi events are suction events. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Other possible causes for these pi events are: patient is at a hypovolemic state, set speed is set to high, rv failure, arrhythmias, bradycardias or inadequate hr, bleeds, tamponade and maps to high or low. There were no other unusual events displayed in the file. The mcs equipment is operating as expected. Patient was currently awaiting transplant, they had been in the ccu for several months second to intractable ventricular arrhythmias and changes on vad. These events are unrelated to equipment functioning. Patient remained on multiple antiarrhythmic drugs via infusion. The plan is for patient to receive a heart transplant. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was hospitalized for ventricular tachycardia/ICD shocks on (B)(6) 2019 and has remained in the hospital with continued refractory vt. On (B)(6) 2019, the customer had concerns for low flows with no low flow alarms, low pi¿s and elevated right ventricular filling pressures on right heart catheterization (rhc). The account also stated that the patient was provided procainamide infusion. The submitted log file contained approximately 3 hours of data on (B)(6) 2019. Pi events were captured throughout the duration of the file. It was also noted that the average pi was low. No hazard alarms were captured within the file. The pump speed remained above the low speed limit and the log file data appeared to show the pump operating as intended. The account communicated on (B)(6) 2019 that the patient was currently admitted, awaiting a transplant. The patient has been in the cardiac care unit (ccu) for several months secondary to intractable ventricular arrythmias. The patient remained on multiple antiarrhythmic drugs via infusion. Lastly, it was communicated that the changes on the vad were unrelated to equipment functioning. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Both the IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.